Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 36mg/dl (meter), 361mg/dl (lab). Tests were done within 10 minutes with a difference of 89%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "co checked meter and it was coded to 8 and their strips were at code 9.", codes does not match.